Event description:
The user facility reported when loading the pigtail catheter over the glidewire, they noticed glidewire coating coming off. Follow up communication from the user facility confirmed the following: (1) the doctor did not want to use the wire; and (2) there was no patient impact.

Manufacturer narrative:
The actual sample has not been returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and reserve samples from the reported product code/lot # combination. Visual inspection of the sample did not find any anomaly. Magnifying inspection of the surface did not reveal any anomalies. The outside diameter was confirmed to be within the manufacturing specifications. The sample was peeled off the urethane outer layer from the wire intentionally for the purpose of checking the adhesion level of the urethane outer layer to the core wire. No anomalies were observed. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the exact cause cannot be determined, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Device not returned.

Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report 9681834-2014-00353 to provide new information revealed upon the return sample evaluation by the manufacturing facility. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection did not find any anomalies on the shaft along the total length. The mobility resistance was tested and found to be normal. The outside diameter of the shaft was measured along the total length and verified to meet manufacturing specifications, being comparable to that of the current product sample. The hydrophilic coating was inspected under magnification and confirmed to be in the normal status with no visible anomaly. The initial reported malfunction of the coating coming off the glidewire was determined not to be correct. Return sample evaluation by the manufacturing facility revealed there was no polyurethane coating missing from the return sample. Therefore, this report does not meet the criteria for adverse event reporting. However, because the initial report has already been submitted prior to the additional information being received, this report is being submitted as follow-up to further detail the investigation. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00353 to provide new information revealed upon the return sample evaluation by the manufacturing facility.